Event description:
The core oscillating saw was sent in for service and a black substance was coming out of the device during the service. A sample was taken and sent for analysis; no adverse event was associated with the device.

Manufacturer narrative:
According to the chemical report the sample shows a close spectral match to biogenic materials such as human blood; a resin like toluenesulfonamide / formaldehyde resin and an inorganic such as talc. No matches from the stryker ftir (fourier transform infrared spectroscopy) reference compound library were found. The biogenic material may have been introduced during a surgery and the resin and talc which are commonly found in lubricants and cleaning agents may have been introduced during the cleaning process. Improper cleaning during the cleaning process can result in accumulation of fluid and foreign substances in the device; this may later present as a leaking substance. Alternatively, the device can also hold fluid if it has been oversaturated and not allowed to completely drain and dry. The stryker care instructions and instructions for use provides the proper cleaning instructions for the device.